Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices, using a pre-close technique, via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after suture deployment, the proglide device was stuck in the patient a little bit. The proglide foot had not closed. A second proglide device was used with the same results. The sutures of both proglide devices, however, were successfully preplaced. The sheath was up-sized to 7f and 12f and the evar procedure was completed. Hemostasis was achieved by surgical cut down and suturing as hemostasis had not been achieved. There was no reported adverse patient sequela. There was a 35 minute clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported foot retraction problem was not confirmed as the foot successfully deployed and retracted with no difficulty during returned device analysis. The reported difficult to remove the closure device could not be replicated in a testing environment as it was based on procedure circumstance. The reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.